Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to poor placement. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference and lead extensions were added. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The root cause of the pocket pain could not be determined. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to poor placement. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference and lead extensions were added. The patient was reportedly doing well postoperatively.